Event description:
Bayer case number: (B)(4) device was found to have migrated/perforated the fallopian tube/uterus. [Uterine perforation] , device was found to have migrated/perforated the fallopian tube/uterus. [Fallopian tube perforation] , on placement in 2013 only one coil was able to be successfully placed leading to needing surgery for a tubal ligation instead [device insertion failed] , during recent hysterectomy device was found to have migrated/perforated the fallopian tube/uterus [device migration] . Case narrative: the below report was received by health authority maude (reference number: mw5176773) on 27-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("device was found to have migrated/perforated the fallopian tube/uterus.") And fallopian tube perforation ("device was found to have migrated/perforated the fallopian tube/uterus.") In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("on placement in 2013 only one coil was able to be successfully placed leading to needing surgery for a tubal ligation instead" in 2013). There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. On (B)(6) 2025 she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required) and device dislocation ("during recent hysterectomy device was found to have migrated/perforated the fallopian tube/uterus"). The patient was treated with surgery (hysterectomy and needing surgery for a tubal ligation). Essure was removed. At the time of the report, the outcomes for uterine perforation, fallopian tube perforation and device dislocation were unknown. No causality assessment was received for essure with regard to device dislocation, fallopian tube perforation or uterine perforation. The reporter commented: on placement in 2013 only one coil was able to be successfully placed leading to needing surgery for a tubal ligation instead. During recent hysterectomy device was found to have migrated/perforated the fallopian tube/uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. The most recent follow-up information incorporated above includes data received on: 27-oct-2025: no new information updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.